Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this left ventricular (lv) lead experienced phrenic nerve stimulation. The lv safety margin was reprogrammed. There is no further information available to date. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.